Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the smart device showed a transmitter failed error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a transmitter failed error was confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it held no voltage. A review of the share log was performed and the log displayed a transmitter failure alert on the issue date. The customer complaint of transmitter failed error was confirmed. The root cause could not be determined.